Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the sensor glucose was reading 60, but blood glucose value was 140 mg/dl. The customer also reported receiving calibration error and change sensor alerts. The customer removed the sensor and indicated the cannula was bent. The sensor was returned for analysis.